Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. At the time of incident the high blood glucose is 446 mg/dl. Customer stated that the insulin pump had not delivering insulin which lead to hyperglycemia. Customer stated that they was facing troubles with insulin pump. The insulin pump will not be returned for analysis.